Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
No complaint was received with the return of the device. A failure event was observed during analysis. As received, only the connector portion of the lead was returned in one piece. Visual examination of the lead found full breach outer insulation degradation adjacent to the connector boot region. Abbott is continuing to monitor this issue.